Event description:
Information was received that during use of this smiths medical cadd duodopa pumps, the pump delivered two morning doses close together. Patient reported taking morning dose when starting the cassette then disconnected and showered later in the morning and when she reconnected the pump, she hit the morning dose again and delivered another. Patient reported experiencing shaky the rest of the day. However, abbvie stated that the pump cannot do this because of the lockout time but the patient adamant that the pump dose did delivered within the lockout time. No additional adverse effects were reported.